Event description:
A facility reported that mayfield modified skull clamp (a1059) had too much movement in the locked position. No information has been provided on patient involvement, injury, or surgical delay.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the lock had both rotational and lateral movement and a residue buildup was present. Upon disassembly, repair noted the index knob and the lock needed new components added to replace worn internal parts. Unit was machined to have heli-coils added to the large starburst threads. Root cause: complaint confirmed via inspection of the unit. There was movement in the lock and the index knob and lock required replacement of worn components due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.